Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2016 for vaginal bleeding as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression/ psychology injury"), anxiety ("mental anguish/ psychology injury"), post-traumatic stress disorder ("post-traumatic stress disorder") and panic disorder ("psychology injury/psychological or psychiatric problems condition: panic disorder"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (essure removal and ablation). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain, depression, anxiety, post-traumatic stress disorder and panic disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, psychology injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event 'psychological or psychiatric problems condition: panic disorder' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation". The patient's medical history included diabetes, pseudotumor cerebri, depression, asthma, morbid obesity, pseudoseizure, shortness of breath, abnormal uterine bleeding, pelvic adhesions, cystoscopy, endometrial ablation, menarche, menses irregular, panic attacks, benign ovarian cyst, tonsillectomy, multiple caesarean sections, middle ear operation, endometrial atrophy, leiomyoma nos, paratubal cyst, dysuria, fever, uti, pelvic pain female, abdominal pain, polycystic ovarian syndrome, urinary incontinence, fibromyalgia, anxiety, back pain, post-traumatic stress disorder, visual impairment, corpus luteum cyst and female sterilization. Previously administered products included for an unreported indication: depo, spironolactone and metformin. Concomitant products included metformin from (B)(6) 2015 to (B)(6) 2016 for polycystic ovarian syndrome, medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2016 for vaginal bleeding as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression/ psychology injury"), anxiety ("mental anguish/ psychology injury"), post-traumatic stress disorder ("post-traumatic stress disorder") and panic disorder ("psychology injury/psychological or psychiatric problems condition: panic disorder"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (tlh with partial right salpingectomy, left salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, depression, anxiety, post-traumatic stress disorder and panic disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, psychology injury. Discrepancy noted in date of insertion: (B)(6) 2012 (as per mr). Essure was applied to both ostia with 2·3 coils noted to be coming from either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 952112, manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation". The patient's medical history included diabetes, pseudotumor cerebri, depression, asthma, morbid obesity, pseudoseizure, shortness of breath, abnormal uterine bleeding, pelvic adhesions, cystoscopy, endometrial ablation, menarche, menses irregular, panic attacks, benign ovarian cyst, tonsillectomy, multiple caesarean sections, middle ear operation, endometrial atrophy, leiomyoma nos, paratubal cyst, dysuria, fever, uti, pelvic pain female, abdominal pain, polycystic ovarian syndrome, urinary incontinence, fibromyalgia, anxiety, back pain, post-traumatic stress disorder, visual impairment, corpus luteum cyst and female sterilization. Previously administered products included for an unreported indication: depo, spironolactone and metformin. Concomitant products included metformin from (B)(6) 2015 to (B)(6) 2016 for polycystic ovarian syndrome, medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2016 for vaginal bleeding as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression/ psychology injury"), anxiety ("mental anguish/ psychology injury"), post-traumatic stress disorder ("post-traumatic stress disorder") and panic disorder ("psychology injury/psychological or psychiatric problems condition: panic disorder"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (tlh with partial right salpingectomy, left salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, depression, anxiety, post-traumatic stress disorder and panic disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, psychology injury. Discrepancy noted in date of insertion: (B)(6) 2012 (as per mr). Essure was applied to both ostia with 2·3 coils noted to be coming from either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 7-may-2021: medical record received: event 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', lot number, medical history, removal date, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2016 for vaginal bleeding as well as nsaids since october 2013 and paracetamol (acetaminophen) since october 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression/ psychology injury"), anxiety ("mental anguish/ psychology injury") and post-traumatic stress disorder ("post-traumatic stress disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psychology injury"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (essure removal and ablation). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain, depression, anxiety, post-traumatic stress disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, psychology injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New events added: general abnormal bleeding. Outcome for previously reported event pelvic pain is updated to recovered / resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2016 for vaginal bleeding as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), depression ("depression "), anxiety ("mental anguish") and post-traumatic stress disorder ("post-traumatic stress disorder"). On an unknown date, the patient experienced pelvic pain ("physical pain\ pelvic pain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs received: new events- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, post-traumatic stress disorder, abdominal pain were added. Concomitant drugs were added. Treatment drug was added. Concomitant condition was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.